Event description:
Reporter alleged obtaining neonate blood glucose results of 21 mg/dl at 2:54 am and lo (less than 10 mg/dl) at 2:58 am on the inform system compared to a lab measurement of 48 mg/dl performed at 3:05 am. Reporter indicated another comparison was performed on the same neonate at 11:04 am yielded a result of 29 mg/dl back to back with a result of 49 mg/dl on the same inform system. It was stated quality control testing was performed on the system and both levels tested within acceptable ranges. Reporter indicated the neonate was given a "feeding" after the 3 am results however, no other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.